Event description:
A clinic registered nurse (rn) contacted reported via email that they found small bug/ant with red head on the unopened package of yellow gowns, an employee got bit and had swollen, itchy red raised bumps. (B)(4), (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).